Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) may have exhausted therapy, having delivered twenty four shocks in the course of twenty four hours. The patient inquired regarding ways to reduce the chances of this happening again.

Manufacturer narrative:
Most recently, this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated.